Event description:
It was reported that the customer's sensor readings were off from his blood glucose values, causing customer's insulin pump to threshold suspend. The customer's sensor reading was 51 mg/dl, while his blood glucose was above 100 mg/dl. Possible troubleshooting steps were discussed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.